Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade I/ii, and floating material on device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with an unspecified mentor smooth saline breast implant and experienced left side capsular contracture; baker grade I/ii postoperatively. As a result, the patient underwent bilateral explantation on (B)(6) 2021. Upon explant, the patient alleges that floating material was present in the device. The nature of the material was not specified. Follow-ups are in progress, and a supplemental report will be submitted if additional information is received.